Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia with a highest continuous glucose monitor (cgm) reading of 387 mg/dl after the pump¿s insulin cartridge ran empty and was not replaced, resulting in no insulin delivery; a site change was later performed from the arm to the abdomen, and the user subsequently consumed jellied cranberries at a potluck. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.